Manufacturer narrative:
The customer returned 3 sample vials from the patient for investigation. The differences between the values generated with the cobas 8000 cobas e 602 and the abbott analyzer are within normal reference range of the respective assays.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6) patient data.

Event description:
The customer received questionable thyroid results for one patient sample from cobas 8000 cobas e 602 module serial number (B)(4) when compared to the results from an (B)(4) architect. The results from the cobas e602 did not correlate with patient symptom and an interference was suspected. Refer to the medwatch for all patient data. This medwatch is for elecsys tsh assay. Refer to the following medwatch with patient identifier for the other assays involved: elecsys t3= (B)(6). Elecsys t4 assay= (B)(6). Elecsys ft3= (B)(6). Elecsys ft4 assay= (B)(6). The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.